Manufacturer narrative:
Two devices were received for evaluation. A visual inspection was performed and it was noted that the bladders were ruptured. The ruptured bladder was microscopically examined for signs of abnormality that may have caused the rupture with no issues noted. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of two (2) small volume folfusors ruptured during filling with fluorouracil. There was no patient involvement. No additional information is available.